Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
Rv-lead was dislodged. Lead dislodgement was discovered via diagnostic imaging. Lead was explanted and replaced. Patient was stable before, during and after the procedure.